Manufacturer narrative:
Follow-up #1: date of submission 02/10/2014.device evaluation: the device has been returned and evaluated by product analysis on 01/28/2014 with the following findings: review of the black box revealed evidence of short battery life evidenced by sudden voltage drops on 08/26/2013. The alarm history showed multiple low battery warnings and replace battery alarms. On investigation, the pump powered on and displayed the verify screen per normal operation. No alarms were duplicated during testing. The pump was opened for investigation and revealed an anomaly of the continuous glucose monitoring connection.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging an issue with short battery life. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged battery life issue remained unresolved with troubleshooting.

Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.